Manufacturer narrative:
Serial number updated.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. There was no relationship found between the subject device and the reported incident. A smith and nephew service center visual inspection of the device noted an oil leak, the tamper detection sticker was damaged, and the enclosures were damaged externally and internally. A smith and nephew service center functional evaluation revealed the device would not turn on and the battery was broken. The unit could not hold pressure, the joints were stiff, and the motor was damaged due to liquid ingress. There was no report of overheating. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods that may prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A service assessment of the unit revealed an oil leak, that the tamper detection was damaged, the housing was damaged, the enclosure was damaged on the inside, the unit did not turn on, the unit had no function, the battery was broken, the footswitch was ok, the motor was defective because liquid had entered, the unit would not hold pressure, the joints were stiff and the motor was damaged. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re-occurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation, thus visual inspection and functional testing could not be performed. A visual inspection of the customer provided images show a spider 2 (72203299) with serial number (B)(4) and a damaged and disassembled battery pack (72203301). A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder surgery battery of the spider became hot, it was changed and same problem happened. Procedure was completed without the spider ii, no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.